Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A correction was made from the previous report. It was reported that the patient's settings for the longevity calculations were at an amplitude of 0.6 volts, but rather they were at 2.5 volts, with a pulse width of 90 microseconds, a rate of 600 hertz, impedances of 869 ohms, with two anodes and one cathode and 8.65 bol and 7.27 eol. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they have to recharge the device every day for 2-3 hours, and the battery will deplete before the day is done. The patient stated that then the battery dies, they can't get relief, and it will take all day to maintain the battery. The patient noted that they met with a manufacturing representative multiple times, who adjusted their settings. However, the issue remained unresolved, and the charge would run out before the patient got home. The patient stated that this issue has been going on for over a year, and they are sick of it. The patient confirmed that they have high density (hd) settings. Patient services reviewed that with hd settings, the battery will deplete quicker. The patient was directed to keep track of their charging habits, and see if their healthcare provider could run a diagnostic on their device. The patient mentioned that this is taking up their life, and they were going to talk to a doctor about getting the device removed. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient recharged a lot, 1-2 hours per day since implant. Sometimes the battery would only last half an hour. The estimated recharge interval was calculated to be 7-8 days. The rep checked the patient¿s recharge data and on (B)(6) 2017 the patient recharged four times but only for a total of two hours with 6-7 coupling bars. The two data points for (B)(6) 2017 showed zeroes. On (B)(6) 2017, the patient was at 2.655 volts and ended up at 3.810 volts which was 50-62.5% charged. The patient reported using stimulation the (B)(6) 2017 and the patient¿s battery was at the 50% level on (B)(6) 2017, which proved that the battery was not draining as quickly as the patient stated. It was noted that the patient charged four times on (B)(6) 2017, and twice on (B)(6) 2017, so the data points were limited, but it pointed to normal depletion based on the patient¿s recharge information. The patient¿s electrode impedance was around 671-1202 ohms which didn¿t show any potential short that would cause the battery to drain. It was noted that troubleshooting resolved the issue. The patient¿s settings were noted to be an amplitude of 0.6 volts, a pulse width of 90 microseconds, and a rate of 600 hertz with two anodes and one cathode.